Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The product was implanted and part of the packaging returned; the complaint was confirmed, however, the root cause could not be determined.

Event description:
During a right knee arthroplasty, lint was discovered on the femoral component; the lint was removed and the implant was used.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. UDI# ((B)(4). Foreign material and photographs were evaluated and the reported event was confirmed. The photographic evidence shows that there was a piece of polishing wheel material present on the implant at the time of the implant pouch being opened ready for surgery. The DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to the implant not being checked for contamination at the point of finishing the polishing operation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Manufacturing deficiency, failure to follow instructions.